Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report and was informed that the loop on the subject device disintegrated inside the patient. The fragments were reportedly flushed out and no fragments were said to be visualized on the camera. An olympus electrosurgical unit (esu) was said to have been used during the procedure. The esu was said to had been set in a monopolar mode but the settings were unknown. The intended procedure was said to have been completed with a different but similar device. The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined at this time due to the absence of the device to investigate. If the device is received later and additional and significant information becomes available at a later time, this report will be updated.

Event description:
Olympus was informed that the loop on the subject device broke during a transurethral resection of the prostate (turp) procedure, after it has been used for less than one hour. There was no report of patient injury.